Event description:
An attempt was made to use a scuba co-cr peripheral stent system to treat a diffuse lesion in the right iliac artery. The device was inspected prior to use with no abnormalities noted. It was reported that negative and positive pressure was applied to the device prior to use. It was reported that difficulties were encountered in advancing the device through the introducer sheath. It is indicated that the lesion was pre-dilated. No resistance was encountered during advancement of the device to target lesion; however it was reported that the stent and the tip of the delivery system detached into the femoral artery. An attempt was made to pull the detached material back into the sheath; however this was unsuccessful. The detached material was removed by surgery. Patient is reported to be fine post procedure. No other clinical sequelae were reported. It was reported that, in the physician opinion, the introducer sheath may have been too small to put the stent inside and this may have had an impact on the reported event. Device evaluation: the distal part of the device was broken close to the balloon welding and a kink was detected in the middle of the device length. The stent was dislodged about 7 mm from the proximal marker. On the surface of the balloon, crimping marks of the stent were identified.

Manufacturer narrative:
(B)(4). Evaluation codes results: related to operational context; related to another device (physician commented that the introducer sheath may have been too small) evaluation codes conclusion: operational context contributed to event.